Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Explant date: (B)(6) 2018. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Corrected data compared with medwatch report# (B)(4). Event date: (B)(6) 2018. Filter, intravascular, cardiovascular (B)(4) model # g34309; lot# e652308; expiration date nov2020 . Initial reporter: (B)(6). User facility: (B)(4). Investigation is still in progress. (B)(4).

Event description:
Description of event according to received medwatch (B)(4): cook celect platinum vena cava filter, jugular approach did not open upon deployment. Physician retrieved the malfunctioning filter and a new filter was successfully placed. Patient outcome: patient did not experience any adverse effect(s) due to this issue. The device did not cause or contribute to the adverse effect(s).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: celect platinum filter, jugular approach did not open upon deployment. Physician retrieved the malfunctioning filter and a new filter was successfully placed. There are several potential explanations for the reported event. Unfortunately, without imaging or returned complaint product determining the reason for the reported device failure would cause for speculation. However, it is previously seen that the filter legs may be obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. The physician successfully removed the filter and the patient was implanted with new filter. There is no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 22aug2018: the user facility states that the ivc filter was placed with access gained at the right ij vein. The filter was retrieved with the gunther tulip vena cava filter retrieval set 11fr sheath, 6.3frx80cm.